Manufacturer narrative:
The investigation confirmed that unexpected, non-reproducible amon quality control results were obtained while using the vitros 5,1 fs chemistry system. The most likely assignable cause of this event is an instrument issue related to microslide incubator contamination. There was no evidence to suggest a malfunction of the vitros amon reagent lot involved. Following completion of service actions to the incubator subsystem of the vitros 5,1 fs instrument, acceptable vitros amon performance was observed.

Event description:
The customer obtained unexpected, non-reproducible ammonia results on two different non-vitros biorad quality control fluids on a vitros 5,1 fs chemistry system. Biorad l1 quality control result of 98.22, 99.95 "mol/l vs. 79.38 "mol/l. Biorad l2 quality control result of 159.1 "mol/l vs. 233.9 "mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results were processed during the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).